Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypads were very hard to click on when bloused. Customer¿s blood glucose value was 9.7 mmol/l. Customer was advised to observe the time clock for one minute. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. The device will not return for the analysis.